Event description:
It was reported that the patient was treated in the emergency room for a urinary tract infection in the last month. Patient also stated that the statlocks did not seem to stay on as well as it would.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be improper leaching. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was treated in the emergency room for a urinary tract infection in the last month. Patient also stated that the statlocks did not seem to stay on as well as it would.